Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being conservatively filed for patient death with unknown relationship to the mitraclip device. It was reported that on (B)(6) 2012, the patient, with functional mitral regurgitation, underwent a procedure with implantation of one mitraclip, reducing the mitral regurgitation from grade 3+ to 1+. On an unspecified date, the patient passed away. The cause of death was not provided and the study physician was unable to provide a relationship of the device to the death. No additional information has been provided.

Manufacturer narrative:
(B)(4). It is indicated that the mitraclip procedure and devices did not cause or contribute to the patient death. Therefore, it was confirmed that there was no relationship between the reported event and the mitraclip devices. (B)(4).

Event description:
Subsequent to the initial medwatch report filed, additional information was received: the death certificate indicates the patient died at home on (B)(6) 2015. The immediate cause of death was coronary artery disease. Secondary conditions included cardiomyopathy and congestive heart failure. Per the study physician, the patient's death is not related to the study device or study procedure. No additional information was provided.